Manufacturer narrative:
This report is filed july 26, 2013.

Event description:
Per the clinic, the patient experienced a lack of osseointegration on (B)(6) 2013, resulting in fixture loss.. The patient was reimplanted with a new fixture/abutment on (B)(6) 2013, at which time a sleeper fixture was also implanted.

Manufacturer narrative:
(B)(4).